Event description:
Adverse event(s): "no impact reported" (no consequences or impact to patient). Product problem(s): "finding lint in their packs." (Foreign material present in device). The customer reported is finding lint in their packs. We think the lint is coming from the gowns. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).